Event description:
It was reported that the coil was stretched and protruding from the target vessel, requiring intervention. This 2x4 embold fibered was selected for use in a hypogastric bleed procedure. A non-boston scientific microcatheter was placed in the mildly tortuous target vessel. The embold coil was inserted into the vessel and was believed to have been deployed. Then the pull wire was retracted outside of the microcatheter. A second coil was inserted into the microcatheter; however, was unable to track past the tip of the microcatheter. Angiography was performed which revealed the first coil was stretched and hanging outside of the target vessel. A snare was used to remove the entire coil. Access was gained to the vessel again and a different device was used to complete the procedure. It was also noted that the coil was difficult to deploy as the couplers were not visible once the coil was removed. There were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, microscopic inspection of this embold coil revealed a stretched coil 2cm from the distal tip, and detachment from the coupler. Product analysis confirmed the reported event of the coil stretched.

Event description:
It was reported that the coil was stretched and protruding from the target vessel, requiring intervention. This 2x4 embold fibered was selected for use in a hypogastric bleed procedure. A non-boston scientific microcatheter was placed in the mildly tortuous target vessel. The embold coil was inserted into the vessel and was believed to have been deployed. Then the pull wire was retracted outside of the microcatheter. A second coil was inserted into the microcatheter; however, was unable to track past the tip of the microcatheter. Angiography was performed which revealed the first coil was stretched and hanging outside of the target vessel. A snare was used to remove the entire coil. Access was gained to the vessel again and a different device was used to complete the procedure. It was also noted that the coil was difficult to deploy as the couplers were not visible once the coil was removed. There were no patient complications.